Event description:
Complainant alleged that during functional testing, the device inappropriately prompted a "change batteries" message. Complainant indicated that there was not patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a f/u report when our investigation is completed.